Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. One of the reported events (overheating) was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed due to a q3 mosfet transistor that was defective (shorted). After replacing the transistor, the controller was able to run for 3 hours, reaching only a temperature of 44.5 c which was below the maximum operation temperature of 50 c. The no sound condition was also confirmed after the q3 was repaired. The unit failed to produce sound when prompted. This condition was found to be a defective power amplifier u34, that had a wrong impedance from pin 4 to pin 5 (it was 87 ohms vs the 37.5 k-ohms required). Replaced the u34 power amplifier and the no audio problem was resolved. The most likely root cause of the reported overheating may be attributed to a defective transistor that was shorted. The most likely root cause of the reported no sound may be attributed to a defective power amplifier. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient called the vad coordinator and informed her that, "his controller failed with "no alarms" the controller at the time was so hot that he could barely touch it. The patient denies dropping or damaging the controller and states that he only uses heartware approved bags. A controller exchange was done at home by the patient. The patient followed up and was seen in clinic and the coordinator was unable to download log files from the old controller. A new back up controller was dispensed. The patient tolerated the exchange without any difficulties and was discharged to home from clinic after visit feeling fine, although, "a little shook up". No additional information provided. Investigation is ongoing